Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm during fill tubing as well as it turned off for a few hours, it said the battery was low. The customer blood glucose level was 202 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin pump lost power so they inserted a new battery and got a failed battery test. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was driving and cannot troubleshooting at that time. The device will not be returned for analysis.